Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Http://dx.doi.org/10.1016/j.jjcc.2016.06.010.

Event description:
It was reported that resolute integrity rx drug eluting stents were used in the studies reviewed. Clinical syndrome includes stemi, non-stemi and unstable angina. Combined vessels treated included rca, lad and cx exhibiting cto, severe and non-severe calcification and in-stent restenosis. Adverse events identified included cardiac death, tv mi, tvr, tvf, tlf, mace and stent thrombosis.